Manufacturer narrative:
Results were obtained using two different vials of test strips from the same lot 500063.

Event description:
It was reported the patient received the following results within 15 minutes: 268 mg/dl and 131 mg/dl. Results were obtained using two different vials of test strips from the same lot.